Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on the disconnected mode. A technical support specialist (tss) dialed into the station and appeared to be functioning normally. Upon reviewing the logs and server, no errors were found. However, synchronization information revealed a delay, which was traced to the station time being behind by approximately 12 minutes. The time was corrected via the command prompt, and the station was rebooted. Post-reboot, synchronization information was rechecked. The customer was then contacted confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had disconnected mode and screens went black. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.